Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lot history record was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. Should additional relevant information become available, a supplemental MDR will be filed. Additional information: patient age average of 63.6 years. Additional information: gender male 62.5%. Additional information: patients with hypertension were treated with unspecified antihypertensive drugs patients with diabetes were treated with unspecified glucose-lowering medications the study took place between september 2011 and march 2013. Hutchings, d., et al. (2016, march 01). Success, safety, and efficacy of the mynx femoral closure device in a real-world cohort: single-center experience. The journal of invasive cardiology, 28(3), 104-108. This is report 1 of 4; from the same user facility same literature article as MFR report #: 3004939290-2016-00194, 3004939290-2016-00195 and 3004939290-2016-00196.

Event description:
During a single-center retrospective study of the mynx vascular closure device, it was reported that 14 out of 432 cases failed (3.2%) resulting in conversion to femostop or manual compression of unknown duration. Device failure was defined as failure to stop bleeding after device deployment. All patients that participated in the study underwent a diagnostic elective coronary angiography via the femoral artery route followed by arteriotomy closure using the mynx device. Complications and device failure occurred with all operators. Complications/device failures were associated with higher use of 6f sheaths. The 6f sheaths were used on 83.3% of patients. Patients with access site complications or device failure were more likely to be undergoing work-up (angiography) for valve replacement for valvular heart disease and less likely to be under investigation for angina. Post mynx deployment care was as per manufacturer recommendations. 99.5% of patients were discharged home the same day. No further information is available at this time.